Manufacturer narrative:
This event is being reported as it is an unanticipated malfunction of the device that as per the surgeon in this case resulted in a negative impact on the patient. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported that during doing lipo filling, fat escaped to the suction bottle and we had to harvest again to process to fill the area. After the procedure, they cut the suction liner and separated the fat to take pictures. The mesh did look intact. Revolve kit, ref- rv0001ww, lot- 1279978. No other information was reported. Additional information was received later advising that only one harvest was performed and there was an impact on the patient because the patient was slim and has not much fat left to take out, first harvest went to the drain. A new kit was opened, the fat was taken again and minimal filling was done.